Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine generator replacement procedure, this right ventricular (rv) lead was surgically abandoned (capped) due to exhibiting noisy signals. There were no reported patient complications as a result of the procedure.